Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The full lead was returned with a curved stylet. Visual analysis found the lead has compression damage on the lead segment approx 18.5cm away from the stimulation end. Additionally, the stylet had abnormal bends throughout. Functional and stress tests of the lead found no anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including two percutaneous leads (of the same lot), on (B)(6) 2010. During the procedure, the pt had a wet tap. The physician declined to perform a blood patch and waited for the wet tap to resolve on its own. In the recovery room, the pt had intermittent and spotty stimulation. The pt reported headaches and vomiting for two weeks post implant. The doctor prescribed fluids, caffeine and other medications and instructed the pt to lay flat. One month post-operative, the pt presented for reprogramming. At this time, the pt reported the scs stimulation could only be felt in her stomach. An x-ray showed that one of the leads had migrated, possibly due to the pt's excessive vomiting. The lead was revised. At the time of the revision, the physician tested the leads, confirming one of the leads provided no stimulation. The physician explanted and replaced the lead. F/u on the pt found no further issues reported.